Manufacturer narrative:
A customer in (B)(6) contacted biomérieux to report false positive results associated with four (4) bact/alert® fa plus culture bottles. An internal biomérieux investigation was performed. The investigation examined the bact/alert® manufacturing directions, including the quality control release testing documentation and environmental monitoring data, and all results were within specification. Quality assurance subsequently released the lots for distribution to the field on 01aug2016. The environmental study performed by the customer also returned no source of the organism. The bact/alert® fa plus IFU was reviewed and provides sufficient caution to the user on the importance of proper handling technique and inspection of bottles before use. The most probable root cause was not determined. Based on review of customer feedback, manufacturing documentation, packaging inspection process; the bact/alert® bottles were not the source of the contaminate. The two (2) patients involved in this complaint presented with a fever and were treated with antibiotics. The fever went away after treatment and did not return. The times to detection of the positive bottles are consistent with the organism entering the bottle at the time of inoculation. The four bottles involved were all positive for the same organism, which is also consistent with the organism being present in the blood sample. The bottle was positive and upon subculture, grew acinetobacter radioresistens. This behavior is expected, and is not a product malfunction.

Event description:
A customer in (B)(6) contacted biomérieux to report false positive results associated with four (4) bact/alert® fa plus culture bottles. Subsequent testing identified the organism as acinetobacter radioresistens for each bottle culture; the customer claims this organism to be a contaminant. The lot number(s) of the culture bottles are unknown. The cultures were collected on (B)(6) 2016. Cultures were not repeated since the patients had been placed on empiric broad spectrum antibiotic therapy due to fever. The customer initiated an environmental study to determine the source of the contamination. The study concluded: the cultures were collected by different technicians on different floors of the hospital. Testing of samples collected from the collection areas obtained negative results for acinetobacter radioresistens. There is no evidence of a local contaminant being responsible for the false positive cultures reported by the customer. There is no indication or report from the laboratory that the false positive result led to any adverse event related to a patient's state of health. Biomérieux investigation will be initiated.